Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report "heart wave interference". There was no pt involvement.